Event description:
Boston scientific received information in (B)(6) 2007 that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to an episode of sinus tachycardia. Additionally, the physician requested a firmware change from a model#t165 to model#t125 to enable detection enhancements. At that time, the conversion from model#t165 to model#t125 had not been completed. The inappropriate shock was initiated by sinus tachycardia with rates detected in the vt zone, accompanied with morphological variability which prevented rhythm ID from inhibiting therapy. Subsequently, boston scientific received information in (B)(6) 2011 that a physician adjudication committee, as part of the altitude under 30 clinical study, reviewed multiple stored episodes. This device had a report of inappropriate therapies in (B)(6) 2007 due to a sinus tachycardia or supraventricular tachycardia. In one episode, a review of the stored electrogram found that multiple atp attempts and shocks were delivered leading to therapy exhaustion. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.